Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her sensor was giving low readings, triggering the insulin pump to threshold suspend insulin delivery. Customer's blood glucose was 170 mg/dl when she received a 40 mg/dl reading. The customer's sensor also triggered low threshold suspense when her blood glucose was over 210 mg/dl. The customer also received calibration errors, followed by a change sensor alarm. Calibration techniques were discussed. Customer will not be returning the sensor for analysis.